Manufacturer narrative:
Evaluation conclusion code 92 does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a health care provider regarding the patient. It was reported that the health care provider monitored the site on (B)(6) 2017 and it looks 100% better than the day prior. Two general surgeons looked at the site and agreed that it's looking better. The gram stains showed possible cocci, but that could be on the skin flora. The cultures should be back over the following weekend. No further information was known by the manufacturer representative or the health care provider. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient didn't have the leads explanted since all the cultures came up negative. The patient had a successful pocket revision (B)(6) on 2017. The patient was programmed and was doing well in the post-op area. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative. It was reported that the patient did not have an infection, but the pocket would not close. It was reported that the patient was on coumadin and would have to be off of it before the device is explanted. No further complications are anticipated.

Manufacturer narrative:
Product ID: 97715, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via the healthcare professional (hcp) on 2019-mar-14. The patient¿s system will be explanted again on (B)(6) 2019, per the hcp. The hcp reports that the patient was walking their 2- 100lb dogs on (B)(6) 2019 and was ¿yanked¿ by them. Since then, the patient has been to the ER 3 times, with all work ups coming back negative. Per the hcp, leads have not moved. Per the hcp, the patient was admitted to the hospital for hypertension secondary to pain. The patient and their wife are requesting that the device be explanted. Additional information was received from the rep on 2019-mar-19. The stimulator and leads were explanted on (B)(6) 2019. System returned to writer and will be mailed to the manufacturer for analysis. In addition to the information that the provided on 3/15/19, they spoke with the hcp when they picked up the explanted device on (B)(6) 2019, and they reported that the patient stated that device was working appropriately, but the patient and wife wanted it explanted because the patient found out that they have a carotid dissection that will eventually need surgery on in the future and that their doctors wanted it explanted for that reason as well. The rep has no further information on the matter. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-03. The rep indicated that the hospital disposed of the explanted implants. This was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via the healthcare professional (hcp) on (B)(6) 2019. Per the hcp, the patient had surgery on (B)(6) 2019 to attempt to heal/close their wounds. The previous and current ins site would not close so they washed out the wounds. A would vac was applied to each wound to help them close and heal. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator on (B)(6) 2017. It was reported that the patient had clots over the implantable neurostimulator which were removed. The patient¿s incision is in a watch state over the implant and the health care provider did cultures. It was reported that the patient may be explanted if the cultures are positive. The health care provider feels that the blood thinners may have contributed to the clots forming over the pocket. The patient was put on antibiotics. There were no further complications reported. The patient¿s medical history includes blood thinners, migraines, a cardiac pacer, valve replacement, anxiety, depression, cervical degenerative disc, and cervical radiculitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(4) 2018. The rep indicated that the device was eroding through the pocket and could be infected. The ins was explanted and a new ins was implanted on the opposite side of the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative (rep) submitted return paperwork. The components were received on (B)(6)2019. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's cultures were negative, but the wound clinic could not get the patient's wound to heal. The patient was scheduled for a pocket revision on (B)(6) 2017 in the afternoon. No further complications were reported.